Event description:
It was reported that prior to using the bd¿ bulk, non-sterile needle, the hub was cracked. The following information was provided by the initial reporter: 1 cannula holder had a crack and could not be used.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0045082, medical device expiration date: na, device manufacture date: 14-feb-2020. Medical device lot #: 9193528, medical device expiration date: na, device manufacture date: 12-jul-2019. Investigation summary: it was reported one needle hub had a crack. To aid in the investigation, one sample with the plastic shield, but no packaging blister, and one photo was received for evaluation by our quality team. A visual inspection was performed and the needle hub has a crack that goes from the bottom to the top of the hub. No other defects or imperfections were observed. The photo provided shows the sample received. This defect could occur if there was a misalignment during the shielder process inducing the symptom reported. A device history record review was completed for provided material number 302047, lot numbers 0045082 and 9193528. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. Verification of the shielder process was performed. The settings and alignment were correct, and the flow of the product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.